Event description:
Boston scientific received information that the patient abdominally implanted with this device was presented in the emergency room (ER) with reports of stomach pain, which were not believed to be related to the device. It was observed that the maximum sensing rate (msr) was pacing at 130ppm. When the minute ventilation (mv) sensor was turned off, the pacing rate decreased to 70ppm. It was believed that the increased pacing rate was caused by the mv sensor and the mv was to be programmed off. No further complications were noted.

Event description:
The device was later explanted for an unspecified reason. The device was then returned to allow for reliability analysis.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.